Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
It was reported during generator replacement the patient's heart rate dropped. The patient had to stay hospitalized for a longer period due to the event no other relevant information has been received to date.

Event description:
It was later reported by the provider that they will not provide any additional information regarding this event. No other relevant information has been received to date.